Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that key was not linked to locked medication (fentanyl). A technical support specialist guided the customer and confirmed that issue was resolved after they were going back to pre-mix. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system, key was not linked to locked medication (fentanyl), nurse was needed to override to get a key for fentanyl when it should be popping automatically. The customer stated that there was a delay in dispensing medication due to this malfunction. There were no adverse events or injuries reported based on this event.